Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient¿s cgm reading was 127 mg/dl prior to the patient going to bed. No bg meter comparison value was reported. The following morning, on (B)(6) 2025, the patient was found unresponsive by her grandson. He called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 18 mg/dl. The patient¿s cgm device was not checked at this time for a comparison value. The patient was reportedly in a coma and transported to the emergency room. At the emergency room, the patient¿s insulin therapy was discontinued. She regained consciousness after approximately 24 hours. The patient was admitted to the hospital for 4 days and closely monitored. The patient was unable to recall the bg meter readings taken during her hospitalization. The patient was discharged on (B)(6) 2025 and was prescribed glargine insulin at 10 units/day. She was ¿stable¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: investigation findings. H6: investigation conclusion.

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. However, it was noted in connection with the allegation that the app delivered all low, urgent low soon, and urgent low alerts and audio as expected per patient settings, but these glucose alerts were not acknowledged. While the egvs were low (less than 40 mg/dl), the app experienced signal loss for over one hour, and the signal loss alert was acknowledged. The app experienced another signal loss event for over one hour, and the session ended due to a sensor failed at 01:12 pm on (B)(6) 2025. No additional patient or event information is available.